Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's procedure was completed and the patient was moved from the table to bed. At that point the patient appeared to be in an unresponsive state. The head of the bed was lowered and the patient was given oxygen. The patient's vitals returned to normal. The patient was released to go home.